Manufacturer narrative:
(B)(4). (B)(4). Full facility name is social medical corporation (B)(6) memorial foundation (B)(6) hospital. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. The device in the report is not sold in the us but is similar to the other cordis pta catheters that are approved for sale in the us.

Event description:
During post-dilatation of an unknown lesion after stenting with a 4mm6cm155 saber rx percutaneous transluminal angioplasty (pta), it ruptured and could not inflate. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The patient¿s information was unknown.

Manufacturer narrative:
During post-dilatation of an unknown lesion after stenting with a 4x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter, it ruptured and could not inflate. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The balloon inflated normally and the maximum inflation pressure was not provided. The device was easily removed from the vessel and the other devices. The device was not returned for analysis due to patient¿s infectious disease. A device history record (DHR) review of lot 17564793 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.